Manufacturer narrative:
No report of patient involvement. Unique identifier:(B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Checked and reseated all connections, tubing, patient circuit, sodasorb and flow sensors. The sodasorb was replaced to resolve the reported issue.

Event description:
#5 the hospital reported a malfunction resulting in a leak greater than 4.5 lpm. There was no report of patient involvement.